Manufacturer narrative:
Additional customer testing of no significant decrease in specimen hbsag concentration was observed following treatment with heterophilic antibody blocking reagent, suggesting the result was unlikely to be due to the presence of heterophilic antibodies in the sample. The ticket searches determined that there is no unusual activity for the likely cause lots and the complaint trending report reviews determined that there is no non-statistical or adverse trend for the issue for the products. For the architect hbsag quantitative assay, customer field data was used to assess the specificity of the reagent lots in comparison to other on-market lots. Instrument data analytics reports for list 6c36 were reviewed. Review of the population median patient result by reagent lot were reviewed. The data indicates that lot 73083fn00 is performing in line with other reagent lots in the field. Investigation testing was performed for architect hbsag confirmatory. Testing of panels which mimic patient samples using in-house retained kits was performed; all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation for the likely cause lots did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. As repeat reactive results and confirmed positive results were observed at 2 different labs, it is possible that the results obtained are true results. Customer services have recommended that pcr testing be performed and that there is a possibility of an early infection. Taken together, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product; list number 9c94 that has similar products distributed in the us, list numbers 4p54 and 1l81. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) and confirmed (B)(6) architect hbsag results on a patient. The account did not expect (B)(6), confirmed (B)(6) results for the patient and repeated testing with a new sample with (B)(6) architect hbsag results. A sample was sent to a reference lab with the same architect hbsag (B)(6), confirmed (B)(6) results. Additional testing was (B)(6) for (B)(6).